Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform the displacement test due to display anomaly. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's screen was broken. The inner part of the screen was broken. A large line went through the screen. The customer stated that the insulin pump was usable but it was uncomfortable to use. Customer's blood glucose level was 219 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.